Manufacturer narrative:
Age/date of birth. Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Date of event. Please note that this date is based off the year of publication of the article as the actual event date was not provided. Section d information references the main component of one of the systems involved in the reported events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mestre, t.a., sidiropoulos, c., hamani, c., poon, y-y., lozano, a.m., lang, a.e., moro, e. Long-term double-blinded unilateral pedu nculopontine area stimulation in parkinson's disease. Movement disorders : official journal of the movement disorder society. 2016. Doi: 10.1002/mds.26710 summary: the objective of this study was to determine the long-term efficacy and safety of unilateral pedunculopontine area stimulation for refractory gait and balance impairment in parkinson's disease. Reported events: 2 patients, with unilateral pedunculopontine area (ppn) deep brain stimulation (dbs) for treatment of gait and balance impairment due to parkinson's disease, underwent subsequent bilateral ppn dbs at 49 and 68 months after the initial implantation. This was done as a result of waning improvement in falls and freezing of gait. These patients reported an additional improvement in gait and falls up to 16 and 21 months after the second electrode implantation. No specific device information was provided in the article.